Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was not return for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly calcified right posterior descending segment of right coronary artery. A threader balloon catheter and a guide extension catheter were used to advance and treat the lesion. The guidezilla was delivered to the lesion but it could not reach to the front of the lesion area and it was not possible to advance anymore. An attempt was made to slowly advance the threader balloon and it was noted the balloon catheter ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications reported and patient's status was good.